Event description:
It was reported that shortly after the implant procedure, the implantable cardiac monitor exhibited backup operation and could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a battery anomaly resulted in the reported anomalies experienced in the field.